Event description:
It was reported that the health care professional (hcp) had concerns of loss of capture (loc) on this right ventricular (rv) lead. The hcp called technical services (ts) to review the presenting electrogram (egm). Ts reviewed the egm and was unable to determine if there was loss of capture due to patient having poor intrinsic morphology. Ts recommended for an in clinic visit for further evaluation. At this time, the lead remains in service. No adverse patient effects were reported.